Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis. The patient was treated with cefipime intraperitoneally (1 gram daily with a day time dwell for a total course of 14 days) for the event. Four days after hospitalization, the patient was discharged. The patient has recovered from the peritonitis event. It was reported that the patient was retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The titanium adapter was removed as a concomitant medical product. It was reported that the patient had been using a plastic adapter and not a titanium adapter as previously reported. Dianeal therapy was ongoing at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.